Manufacturer narrative:
It was reported that "inflation device was displaying a sudden "jump" in atmospheric pressure on the digital screen". "Concerns raised by providers (techs and physicians) that it could have been causing unintentional over inflation of balloons and stent delivery systems." It was reported that a perforation with two patients occurred. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Rapid jump of atmospheres of the digital inflation device.

Manufacturer narrative:
It was originally reported that the "inflation device was displaying a sudden 'jump' in atmospheric pressure on the digital screen." It was indicated at that time that "techs were paying very close attention to the screen - the first twist to twist and a half, the device would not show any pressure, then would suddenly show numbers of 5-7." Additional updates made to: e1, e2, e3.